Event description:
Caller reported a malfunction on pump, displaying malfunction code malf 1, which persisted even after resetting the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided instructions for a pump reset, advised on the process for returning the malfunctioning pump, and arranged to send a replacement pump. Caller was informed to use mdi and contact their healthcare provider as a backup therapy to ensure uninterrupted insulin delivery.